Manufacturer narrative:
Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5071-53 lead, implanted: (B)(6) 2008; 5076-45 lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead alert triggered and was reported to exhibit chronic low impedance. The right ventricular (rv) lead was observed as exhibiting high thresholds. As a result the implantable pulse generator (ipg) triggered an early elective replacement indicator (eri) and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.